Event description:
The customer reported being hospitalized due to high blood glucose of 60 mg/dl. The customer stated that she had chest pain, felt tired and dizzy. Troubleshooting was performed. The programming on the insulin pump was correct. However, the time was off by ten minutes. The customer was treated with an insulin drip and her glucose level dropped to 316mg/dl. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.